Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reports patient allegations of pain. Additional information received from patient¿s legal counsel reports patient underwent a left hip revision on (B)(6) 2014 due to patient allegations of metallosis and pain. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report confirms date of revision on (B)(6) 2014. Operative report notes peritrochanteric bone loss secondary to metallosis and loosening of the femoral stem. The modular head, acetabular cup, and femoral stem were removed and replaced and an acetabular liner was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 14 states, "postoperative bone fracture and pain."this report is based on allegations set forth in plaintiffs complaint, and the allegations contained therein are unverified.this report is number 3 of 3 MDR's filed for the same patient (reference 1825034-2014-04240 and 2015-01855 and 2015-02117).